Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported the device exhibited error lec1310 and failed the volumetric accuracy check. There was unknown patient involvement.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing duplicated the reported error code, but was unable to duplicate the delivery accuracy issue. The pump was found to be within specification. The investigation determined that the real time clock (rtc) battery needing to be replaced was the cause of the reported error message. The rtc battery was replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.